Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Many bends were noted along the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported imaging issue remains unknown. A CAPA exists related to this complaint investigation. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture noted in the catheter tip during analysis.